Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: * it was mention ""the product was divided into two parts in the middle"" could you please clarify what was divided into? We only have been reported that the suture was divided into two parts in the middle. * could you please clarify how many devices are involved in this procedure? 1. * what is the lot number? Unknown. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ryohei mori. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 9/11/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal inguinal hernia repair procedure on (B)(6) 2023 and suture was used. The product was divided into two parts in the middle, and one of them was used at a time, but only one of the sutures was detached from the needle during suturing. It was not a control release needle. Another product was used, and the surgery was completed without any problem. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was mention "the product was divided into two parts in the middle" could you please clarify what was divided into? Could you please clarify how many devices are involved in this procedure? What is the lot number? Event related to mw # 2210968-2023-06035. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.